Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the heavily calcified right coronary artery (rca). The lesion was predilated with an unknown size maverick balloon. The physician did not feel the 3.50x16mm taxus liberte drug eluting stent was secure on the balloon after he had tried to reach the lesion. The physician felt the stent may have moved on the balloon. The procedure was completed with another taxus liberte stent.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. The root cause is unknown. Product unavailable for analysis.